Event description:
The customer called for erratic blood glucose results. While troubleshooting, the customer performed normal control tests and received a result of 234 mg/dl. The normal control range is 86-115 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.